Event description:
It was reported that "patient called to report that since the beginning after surgery she has been experiencing pain and swelling. Dr. Examined last week, and said a little swelling and deformity in the knee, and that the knee should be revised. Xrays and examination is not indicating reason for the problems."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained implanted in the patient, and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.